Event description:
It was reported the patient (australia) is experiencing pain and discomfort near the ipg. The reported issue is more pronounced when the patient puts on a belt. The physician confirmed tenderness in the lower lumbar region above the ipg pocket. In an effort to rectify this matter, the physician injected a local anesthetic into the area in question. The physician will continue to monitor this issue before deciding on the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.